Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay 2.0 performed on (B)(6) 2023 on a nasal sample. Confirmation testing was performed via pcr (platform: unknown) on the same date which generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4: UDI: (B)(4). This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m795486 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000/lot: m795486, test base part number 192-430/lot: m795486. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m795486 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to patient sample interference. H3 other text: single use; device discarded.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay 2.0 performed on multiple patients on (B)(6) 2023. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay 2.0 performed on (B)(6) 2023 on a nasal sample. Confirmation testing was performed via pcr (platform: unknown) on the same date which generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.